Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the ring was cracked, so she changed it out on monday night and woke up with blood glucose of 465 mg/dl and she was almost went to emergency room but the customer managed to get down a little bit after injection. Customer stated that the replacement insulin pump did not had insulin. Customer changed back to cracked insulin pump and blood glucose went down to 300 mg/dl then 200 mg/dl and 100 mg/dl. No further details were given. The insulin pump will not be returned for analysis.